Event description:
It was reported that a versacross connect was selected for use during a watchman case. Once the mechanical guidewire was in the patients body, when the device was tracked in the superior vena cava, it was noted by the scrub tech that the mechanical guidewire was stuck in the dilator, and it would not withdraw from it. Thus, the mechanical guidewire and dilator was removed from the patients body and the procedure continued along with the same dilator and the versacross rf wire. There is no damage to the mechanical guidewire. The guidewire was fully retrieved/recovered from patient anatomy, in one piece. The coil or end of the coil (if coil fractured) is not able to be stretched freely. No patient complications were reported. The procedure was completed successfully. The device is not expected to be returned for analysis (it was disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.